Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs or reproduce the issue during in-house testing. Upon visual inspection top cover was in decent condition, yellowish front bezel. Unit was tested using a well-known system, the unit energized and cauterized, and all ports recognized instruments. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the generator works as design with no errors triggering. The iesu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted technical support to inform an m-02 error appeared on the integrated electrosurgical generator unit (iesu) and monopolar energy was not working. Despite power cycling the iesu and performing other methods, the error persisted even with cables disconnected. The customer power cycled the system and pressed the recall option, which cleared the error. The caller planned to discuss the iesu's status with the surgeon to decide on further actions. There was uncertainty about the availability of an energy activation cord to bypass the iesu using a force triad generator. The caller was aware that the m-02 error could reoccur, potentially affecting cautery activation. It is unknown at this time how the procedure was proceeding. No known impact or patient consequence was reported.